Manufacturer narrative:
(B)(4). Date sent 2/20/2026. D4 batch #a9820f. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with the anvil bent upwards and with a gst60b reload loaded on the device. The reload was received partially fired 3/4 and damages on the edges from distal end were observed. Upon evaluation of the reload, the reload deck, one-piece sled, and some drivers were noted to be damaged. In addition, the knife was noted to have nicks. No functional test was performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the reload is consistent with the device being clamped over a hard object. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. Additionally, photos were provided and they showed the condition of the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a9820f, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2026. B3: unknown. D4: batch #unk. Additional information was requested, and the following was obtained: 1. Was the firing sequences started?=>yes if yes, was the firing sequence completed?=>no. 2. Did the device deliver any staples?=>yes 3. If yes, were the staples formed properly?=>unk. 4. If yes, was the staple line complete?=>no 5. Did the device cut?=>yes. 6. If yes, was the cut line complete?=>no. 7. If yes, was there any issue with the cut line?=>na. 8. Did any pieces fall into the patient?=>no 9. If yes, were they retrieved?=>na. 10. Will all pieces be returned with the device?=>na 11. If no, were they discarded?=>na. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the firing stopped halfway through. When the knife was returned and the jaws were opened, the cartridge was dented and damaged. It was replaced with a new one, and the surgery was completed without any problems. The cartridge color was blue. There were no adverse consequences to the patient. No additional information was provided.